Event description:
It was reported to boston scientific corporation that a wallstent rx biliary system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct due to pancreatic cancer. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned at the target site. However, the stent failed to deploy at all from the delivery system. It was noted that the delivery system bent near the guidewire access port. The physician placed a temporary plastic stent as another wallstent rx biliary system was unavailable. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which found that the stent was damaged, this is now considered a reportable event.

Manufacturer narrative:
(B)(4). An initial examination of the returned device noted that the stent was fully mounted. The outer sheath was retracted from the tip by approximately 5mm. The distal end of the device was curved in appearance. The clear section of outer sheath was kinked and bunched in appearance. During a functional analysis, an attempt to deploy the stent resulted in the inner shaft exiting the guidewire access port. The shaft of the device was dissected proximal to the mounted stent. The inner shaft was removed. The inner shaft was kinked at the area that had exited the guidewire access port. The stent was deployed distally. An examination of the deployed stent noted that some of the proximal stent wires were uncrossed and that it was kinked. No issues were noted with the stent cup and holder. An examination of the distal portion of the inner shaft noted that it was kinked along its length. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.